Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was inserted in the right internal jugular on (B)(6) 2022 and removed on (B)(6) 2022 when a break in the line was found. The decision was made by the medical team to continue to utilize the other lumens of the catheter until new IV access was established and then the catheter was removed. No patient harm was reported.

Event description:
It was reported the catheter was inserted in the right internal jugular on (B)(6) 2022 and removed on (B)(6) 2022 when a break in the line was found. The decision was made by the medical team to continue to utilize the other lumens of the catheter until new IV access was established and then the catheter was removed. No patient harm was reported.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one video for analysis. Visual analysis revealed that fluid leaked from the proximal extension line directly adjacent to the white luer hub; however, a complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of extension line leak was confirmed by visual inspection of the customer supplied video. The provided video showed a catheter leaking from the extension line adjacent to the luer hub; however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot identified from a sales history review for this customer, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.